Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient did not undergo further medical treatment. The recipient's issues have reportedly resolved. The recipient is currently using the device. This is the final report.

Event description:
The recipient reportedly experienced magnet displacement. The recipient presented with pain and redness. The recipient's magnet was removed. The recipient then presented with swelling and soreness.

Manufacturer narrative:
Advanced bionics no longer considers this event reportable. The recipient reportedly did not undergo magnet removal or medical treatment. The recipient remains implanted. This is the final report.